Event description:
It was reported the patient had an infection; (B)(6). The pump was going to start alarming in a few days. The reservoir volume was 0.6ml and the low reservoir alarm was set to 0.5ml. The health care provider planned to set the reservoir volume to 20ml even though they were not going to actually fill the device as they did not want the pump alarming. It was not known if/when they would be able to fill the pump due to (B)(6) in blood/infection. It was reported that this was a temporary setting until they could discuss turning the pump off with the patient's family. The pump delivered hydromorphone.

Manufacturer narrative:
Catheter model # 8709, lot # n096553015. Explanted: unknown.

Event description:
Additional information stated that ¿whoever implanted [the pump] implanted it in a weird way.¿ there was no indication that this affected how the device functioned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the reported infection was not related to the pump and therapy was to be resumed. The refill was missed when patient was hospitalized with the infection, and pump was never turned off as originally planned. Upon interrogation, the pump was found to be in minimum rate mode as of (B)(6) 2012. The healthcare provider was planning to restart the pump therapy. It was further reported that the infection the patient was hospitalized with was a 'sternum infection' and not related to the pump.